Event description:
It was reported by the customer that his insulin pump was alarming with a frozen display screen and upon inquiring further, it was discovered that the customer had been hospitalized for low blood glucose levels in september 29th of 2014. Blood glucose level was 29 mg/dl at time of hospitalization. During troubleshooting, customer was asked to verify the condition of the battery cap and found it to be damaged. Advised customer battery cap would be sent and to monitor device. Customer's blood glucose level was 135 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).